Event description:
Sales rep. Reported that: "microsensor did not work after the patient was taken to the cat-scan. Icp express unit was showing an error message of -99. Icp express unit was replaced along with icp express cable and it didn't work. Microsensor was replaced and system became functional again. It appears that the microsensor is not working. No adverse consequences to the patient were verified.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.